Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections between ipc and b380 were evaluated and reseated. The system was tested and found to be working as intended and returned to service.